Event description:
"Dealer reported that the crossbrace on left side broke when being folded to put in the car. Did not break at weld, but broke at a bolt hole that attaches to the pivot link. Replacement crossbraces on (B)(4)."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xt, serial number/date (B)(4) is approximately 2 yrs. 10 mo's old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consume's (b)(). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.